Event description:
The alarm we purchased arrived today by mail. I opened the box and powered up the alarm by inserting the 2 aaa batteries that came with the alarm. It started clicking and getting warm. After 10 mins, it was so hot that I couldn't hold in my hand. The tips of my fingers burnt from the alarm. Thinking this is a battery issue, I replaced the batteries and put in fresh (B)(6) batteries. The same thing happened again. The alarm keeps getting hot, so hot that the plastic housing gets soft from heat. My daughter will not be using this product.